Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data reveals that prior to passing, the patient received one appropriate and one inappropriate treatment from the lifevest. At 14:29:21, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was five seconds of asystole transitioning to an idioventricular rhythm at 70 bpm. At 14:30:10, the patients received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 80 bpm, and the post-shock rhythm was also an idioventricular rhythm at 80 bpm. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient's rhythm then degraded to asystole with intermittent cardiac activity. The patient's remained in asystole with intermittent cardiac activity until the electrode belt was disconnected at 14:51:24. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.